Event description:
It was reported that the patient fell twice and tore the leads off. It was noted that the entire system was replaced in (B)(6) 2010.

Manufacturer narrative:
Product ID: 3887-45, lot# v074867, implanted: (B)(6) 2009, explanted: (B)(6) 2010, product type: lead. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2009, explanted: (B)(6) 2010, product type: lead. Product ID: 37082-20, serial# (B)(4), implanted: (B)(6) 2009, explanted: (B)(6) 2010, product type: extension. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information was received which was an operative report, with an operation date of (B)(6) 2010. Pre-operative and post-operative diagnoses were: failed percutaneous dorsal column stimulator placement and chronic neuropathic pain in bilateral lower extremities. Procedures noted included: revision of neurostimulator pulse generator, removal of percutaneous neurostimulator electrode, and t9 open laminectomy for placement of neurostimulator paddle, epidural. During the surgical procedure, they identified the prior generator which was released from all adhesions and then removed. Sutures that were fixing the prior electrodes were cut as well as scar tissue around the electrodes was released. All 3 electrodes were removed and found to be intact. A laminectomy was then performed. Once the epidural space was adequately opened, a new neurostimulator paddle was opened and selected and placed over the dorsal elements. It was confirmed to be in an appropriate position on both intraoperative ap and lateral fluoroscopic imaging. A new neurostimulator pulse generator location was then selected on the left side. Once the procedure was completed, the patient was taken to the recovery room in stable condition.